Event description:
Approximately twenty-two days post-procedure of an uncomplicated carotid stent procedure to the ric, the pt was admitted to local hosp with stroke like symptoms. Symptoms noted were grabled speech, and facial drooping of the mouth on both sides. Symptoms were resolved after approximately one hour. The pt was under observation for forty-eight hours with noted high blood pressure. The pt was discharged to home. The symptoms are not continuing, not pre-existing and are resolved.

Event description:
The event was reviewed and adjudicated as a tia (transient ischemic attack). The event was initially reported based on stroke symptoms; however, a tia event would not have been reportable (transient, resolved within a 24 hours period).